Event description:
Healthcare professional reported approximately 4 months after injection in the lower eyelid and right nasolabial fold with juvederm voluma with lidocaine, patient developed "swelling, firmness and pain in the right nasolabial fold. A week before patient developed the same symptoms to the upper lip, the right lower eyelid, and left infraorbital area where the patient was injected in approximately three (3) months ago with juvederm volbella with lidocaine. Patient was treated with hyaluronidase, cortisone, benadryl for the reported symptoms, patient continues with "hard and red soreness."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "pain, induration, edema and erythema" are physiological complications and analysis of the device generally do not assist allergan in determining a probable cause for these events.